Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted eschar build-up on the seal plates, keeping them stuck together. Functional testing found that the device's jaw opening and closing mechanism was functioning properly once the eschar build-up was removed. The device's knife blade advanced and retracted, but the knife trigger remained stiff. The knife cut of the device was tested on a silicone test strip with acceptable results. The device was disassembled and a jaw wire issue was found. The red jaw wire was sticking out of the knife slot. The red wire catching the blade extend/retract hook caused the knife trigger to become stiff and difficult to either retract or extend. It was reported that the knife blade did not retract and the jaws were difficult to open. The reported issues were confirmed. The most likely traced to a combination of device design and user. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during mobilization on a subtotal gastrectomy, the device's knife blade did not retract, and the jaw did not open after grasping without energy activation and the device got stuck on fat tissue. The knife blade was not extended. The surrounding tissue was resected to remove the device and another device was used successfully with the same generator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.